Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient presented in clinic for a routine check experiencing diaphragmatic stimulation. The lead exhibited high capture threshold during a lv capture threshold test. Programming changes were attempted and did not alleviate the diaphragmatic stimulation. Further testing and programming changes were recommended. The patient will be scheduled for a device and lead replacement procedure. No further information is available at this time.